Event description:
Pt using oxygen concentrator saw smoke coming from it and unplugged device. Fire was extinguished by a fire extinguisher. There was no pt injury or property damage.

Manufacturer narrative:
Device is returning to airsep corp for eval. A follow-up report will be submitted.